Event description:
It was reported that a home patient (hp) experienced a minicap with inadequate iodine. The minicap sponge was completely dry. The hp stated that the packaging for the device was not opened or damaged and it was not stored in or near a hot or cold environment. This occurred before use; therefore, there was no report of patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device expiration is may 2014. The device was manufactured between 11/14/2013 and 11/21/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.